Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the pump history indicated that insulin delivery totals appear inconsistent due to an unrelated time and date issue. There is no data from the time of the reported event available due to continued pump use. During testing, it was confirmed that the pump displays the appropriate warning to disconnect prior to priming. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2011 it was reported that the patient primed the pump while attached; the patient primed 82 units. The patient's blood glucose level at that time was 483 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient's usual total daily dose is 30 to 35 units insulin. The patient administered self-treatment by consuming three glucose tablets and juice. The patient's husband took her to the emergency room. There is no evidence the pump was not delivering insulin accurately and correctly. The patient's technique was incorrect, as she primed the pump while still attached to it, and inadvertently administered a large dose of insulin. Therefore this complaint is being reported.